Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pauses in pacing for greater than 3 seconds. There was also noise, increased thresholds and oversensing observed which were not able to be reproduced. A sales representative for a competitor company adjusted the sensitivity settings in an effort to alleviate. Efforts to obtain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this patients entier system was removed from service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).